Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. The noise was previously seen and able to be reproduced with isometrics, but the physician elected to wait and replace the lead during a device change out. At this time, the lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.